Event description:
Tavr (transcatheter aortic valve replacement) procedure. The sapien3ultra delivery system malfunctioned so we could not align the balloon to the valve. Attempted to retrieve the system and replace but it was not possible to remove through the iliac as stent was partly flared by the balloon. Hematoma in r cfa (common femoral artery) area occurred at this point. We readvanced the system, manually aligned as much as possible and were able to deploy with a prolonged pacing run and dual inflation.